Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the thumb advancer would not advance completely, resulting in the sheath not splitting completely to deploy the clip. The starclose se device was removed and hemostasis was achieved using manual arterial compression. The starclose se device is being returned with the thumb advancer fully advanced and the sheath completely split; however, this was done after the device was removed from the patient's anatomy and by the physician when checking why the thumb advancer would not advance. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.